Event description:
It was reported that this lead was explanted and replaced for an indication of lead failure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).